Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the battery longevity displayed grey bar. The device was opened and not used. No patient was involved in this event.